Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal cracked during preparation, this was noticed after it was loaded. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).